Event description:
It was reported that the handgrips for the lift arms on a ghs350 get-u-up hydraulic lift are rough, not smooth. User sustained scrapes to her hands while assembling the lift. No alleged medical intervention.